Event description:
It was report that during the procedure, the fiber generated a spark that burned the specialist, then it broke the part where the fiber exits the semi rigid ureteroscope. The procedure outcome was unknown. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis. Therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was report that during ureterolithotomy procedure, the fiber generated a spark that burned the specialist, then it broke the part where the fiber exits the semi rigid ureteroscope. The procedure was completed with another fiber. There were no patient complications.